Event description:
Per medwatch form received (B)(6) 2013: stent did not deploy correctly: per radiologist dictation.... Deployment of right and left biliary stents. Initially, there was partial maldeployment of the right-sided biliary stent due to stent failure. This was successfully overcome by manipulation and placement of a coaxial bridging stent with excellent morphologic results.

Manufacturer narrative:
Review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.